Manufacturer narrative:
(B)(4). The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site bleeding is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 patient had percutaneous endoscopic gastrostomy (peg)tube placement. The patient had excessive bleeding that evening at home the patient was taken to the emergency room where daughter reports that bleeding was controlled with sutures. The issue resolved.